Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, a vasoseal es was deployed. Three days post procedure, the pt developed a large (>6 cm) lump above the puncture site. The pt was admitted to the hosp 4 days later for eval by a vascular surgeon. Lab work ruled out an infection or pseudoaneurysm. The pt was treated with benadryl and prednisone given intravenously. No further complications were reported.